Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that while using bd intima-ii¿ closed IV catheter system, leakage occurred at the prn adapter on the indwelling needle, ultimately leading to blood outflow from the device. The following information was provided by the initial reporter: "leakage was found at the prn of the indwelling needle during fluid replenishment, and repeated attempts failed to tighten, resulting in blood outflow of the patient. The prn was replaced."